Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2022-04054, 1627487-2022-04055. It was reported that the patient's system was explanted and replaced due to high impedances.

Manufacturer narrative:
He report of high impedance was confirmed. Analysis of the returned lead extension b found an area, approximately 68mm measuring from the terminal end contacts, on the lead body where all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.